Event description:
Customer alleges customer slid off a lift chair onto his wheelchair and heard a loud pop - the frame snapped at the base from where it connects to the seat frame. No injury alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model ct6a, (B)(4) is approximately 1 year old. The owner's manual part number 1134872 rev c (may-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner"s manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the consumer was transferring from a lift chair into his wheelchair when he heard a loud pop and the frame snapped. The consumers weight is unknown. The weight limit for the ct6a is 250 lbs. Page 17 of the owner's manual states the following transferring warning, "before attempting to transfer in or out of the wheelchair, every precaution should be taken to reduce the gap distance. Turn both casters parallel to the object you are transferring onto. Also be certain the wheel locks are engaged to help prevent the wheels from moving. When transferring, position yourself as far back as possible in the seat. This will prevent damaged upholstery and the possibility of the wheelchair tipping forward".